Event description:
Inbound, pt awoke this morning with leaking at filter was noted. Stated tubing had been changed on saturday night. Stated lot 57x485. Stated, has had leaking 2 times in the past week. No further details provided. Diagnosis or reason for use: sph. Is the product compounded? No; is the product over-the-counter? No.